Event description:
Customer has called customer service line in 2002 to report an incidence related to their ot profile meter. Five and six days later, medical affairs specialists attempted to contact to get more information about the incidence. Customer was not available and has not returned the voice message. A letter has been mailed to customer asking them to contact the company for follow up. Date of the incidence is not known. Per notes taken by the customer service representative customer had felt dizzy and their reading on the profile had been 34 mg/dl. Patient had called emt who ran a venous sample and got blood glucose reading of 257 mg/dl within 10 minutes of the previous reading. The emt allegedly has treated customer. Exact treatment is unknown. The information on meter passing check strip test is unclear between the two notes in the case, and there is no mention of control solution test. Customer reportedly has been using a vial of strips that has been open for 6 months. Customer service representative has replaced the meter and reagents and has advised the customer to stop testing on the meter.